Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed sensitivity functional testing. The failure was then re-ran and the test passed. It was determined that the device had intermittent operation. It was also noted that the upper and lower cases were broken. (B)(4).